Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. Upon inspection, error message "arterial clamp defective" was displayed on control display module with no possibility to control the clamp. Indeed, the spindle was found completely blocked into clamp head. Due to manufacturing year of the device (2015), repair is not recommended and should be scrapped. A device service history review has been performed and no other similar event has been reported, neither concerning trend has been identified. Based on the gathered information, the root cause of the reported event is a blocked spindle, most likely due to dried fluid residues accumulated over time due to improper cleaning of the device.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the erc tubing clamp. Through follow-up communication livanova learned that there is no clarification about the reason of the message. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about a unit which doesn't work anymore (motor failure).